Event description:
It was reported that stopper separation occurred during use with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter. "We have been having issues with the saline syringes. When pulling back on them, the plastic piece comes off and the rubber plunger stays in there." 3 occurrences were reported.

Manufacturer narrative:
Investigation summary: 2 samples were received. They came in a plastic bag. They are contaminated with blood. The stopper rod has been removed from the syringe. For safety reasons, no further analysis can be done. This is likely happened due to off label use. The syringe is designed to flush the IV lines. The plunger rod shouldn't be pulled back, neither removed from the syringe. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that stopper separation occurred during use with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, "we have been having issues with the saline syringes. When pulling back on them, the plastic piece comes off and the rubber plunger stays in there." 3 occurrences were reported.